Event description:
No blood glucose levels reported. The customer reported that there was a leak on the reservoir of the insulin pump. The customer reported that the reservoir was leaking past the second o-ring. The customer also reported that fluid was visible at the transfer guard of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)